Manufacturer narrative:
(B)(4). The root cause could not be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
An optometrist reported a patient with diffuse lamellar keratitis and inflammation in the right eye one day post lasik. Patient was not shaking topical steroid drop. Topical steroid drop dosage was increased and an oral steroid pack was prescribed. Patient was scheduled to come in for a follow up with the surgeon for a potential flap lift. Patient declined and rescheduled appointment despite optometrist's best recommendations. Patient is aware that the surgeon will not be in for the appointment to do a flap lift and rinse if needed. Upon follow up, dlk has been reported to be resolved. Inflammation was contributed to non-compliance with drops and the patient not shaking the topical steroid drop. Patient is happy and has been released from care. No flap lift and rinse was needed for this patient.